Manufacturer narrative:
Describe event or problem: additional information. (B)(4).

Event description:
It was further reported in (B)(6) 2017, the subject was hospitalized for further treatment. On 202 days post index procedure, the 99% lesion located in the right proximal sfa (target lesion) was treated with percutaneous transluminal angioplasty and stent placement (1 stent placed), resulting in 0% final residual stenosis. The event was considered to be recovered/resolved and the subject was discharged on the same day.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2017-00512 and 2134265-2017-01243. (B)(6) 2016. It was reported that there was restenosis of the lesion. An 2.1/3.0 mm jetstream® xc atherectomy catheter, a 2.4/3.4 mm jetstream® xc atherectomy catheter and a jetstream console were selected for an atherectomy procedure in the right proximal superficial femoral artery in (B)(6) 2016. The lesion was 5.0 mm x 110mm, had 90% stenosis and was classified as a tasc ii b lesion. A percutaneous transluminal balloon angioplasty (pta) was performed. There was 0% final residual stenosis following the initial procedure. However, in (B)(6) 2016, 142 days post procedure, right superficial femoral artery restenosis was observed. No further action was taken as of the time of the report.